Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is receiving a motor error alarm on the insulin pump and is unable to rewind. Troubleshooting was performed and the customer was advised to disconnect from the insulin pump. The insulin pump has not been exposed to any magnetic field and the drive support cap is normal. The insulin pump will return. The customer's blood glucose was 220 mg/dl.

Manufacturer narrative:
Findings: unit alarm during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to motion sensor test failure alarms. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring(reservoir tube) and stained end cap sticker.